Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received an open and unused sample with the needle detached from the thread and the thread is still wound on the pack and one closed sample. The thread has been analyzed and it seem that the needle was not attached with enough strength to the thread and it detached. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfills the requirements of the european pharmacopoeia (ep): 1.90 kgf (ep requirements: 0.17 kgf in average and 0.08 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results before releasing the product were 0.42 kgf in average and 0.24 kgf in minimum and fulfilled ep requirements. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit affecting only this article code batch and claim is justified, but the whole batch is correct. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with monosyn suture. The client reported that the needle was found detached from the thread when opening the package . The event was found prior to use.